Event description:
(B)(4). Severe pelvic pain, severe abdominal pain, mostly on my right side, nickel allergy, metallic taste in mouth, migraines, chronic bacteria vaginosis, skin irritation, pain and bleeding during and after intercourse, lack of a sex drive, severe fatigue, insomnia, irregular periods, bloating, circulation issues, heart issues, phantom fluttering, chronic yeast infections, constant pain all over, abnormally high bp. These are the ones that come to mind immediately. There are many more.